Event description:
(B)(4). It started with cramping daily, and immediately I went from short regular periods every 28 days to periods that are about 2 weeks long with 2 week off and right back on. I also have issues with swelling predominantly in my feet and legs. I am tired now all the time, constantly feeling exhausted. I have begun to have issues with jewelry irritation when I've never had issue before. I have also noticed my heart skipping beats more often (I had a minor heart murmur before). I get frequent headaches and migraines. I had a normal sex drive and active sex life until I had this device put in. Now sex is painful, and I often bleed during or after it, and I have no interest in it. I have also noticed I'm losing more hair than I used to lose. I am also much more likely to have issues with discharge or infections (uti, yeast, etc) than before this procedure. I have tender breasts most of the month, occasionally now have night sweats and/or hot flashes. I also now have issues with hip and pelvic pain. I have also noticed my back pain is much more significant than before the procedure. Lastly I have always had issues with my teeth, but in the last year the number of issues including cavities and breaking teeth has extremely increased.

Event description:
#Medwatcher #followup 1, #FDA mw5041331 #(B)(4). In (B)(6) 2016 my coils were determined to be in grade 3 position but due to issues, pain and bleeding they scheduled me for tube and essure removal. (B)(6) 2016 I went under for surgery to awaken and find that they could not do removal because of endometriosis. It appears there was also damage to my colon. In (B)(6) 2016 I had a colonoscopy to see how bad the damage was. On (B)(6) 2016 I had 2 surgeons perform a complete hysterectomy, appendectomy and repairs to colon. I had never had any issues with my reproductive system until after placement of essure. I am now having to take hormone replacement therapy in addition to the recovery from all of the procedures.